Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised due to loosening on (B)(6) 2020. Humeral cup ø36/+3, glenosphere ø36, glenoid baseplate and associated screws were removed and replaced by same size products after a bone graft. Primary surgery on (B)(6) 2019.